Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer reverted to manual insulin therapy. There was no reported adverse impact to the customers blood glucose level.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified, and a different issue was identified. The information will be used for tracking and trending purposes.